Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was initially treated with intraperitoneal (ip) vancomycin and ip gentamicin and was subsequently changed to ip vancomycin and oral rifampicin (discontinued 29 days prior to receipt of this report, no further details) for the peritonitis. Pd therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.